Event description:
During device replacement due to normal eri, externalized conductors on the distal portion of the lead were observed via fluoroscopy. No electrical anomalies were present. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.